Event description:
Hcp reported pt had symptoms of withdrawal- no low battery alarm. The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.

Event description:
Follow up with hcp revealed - pt had symptoms of withdrawal and no low battery alarm sounded. At the time of the refill 4 weeks later - no medication had infused. Pt felt better off the pump therefore, arrangements were made to have the pump removed.